Event description:
MFR's rep received a voice from a caller in 2003. Caller received a call on 2003 from perfusionist at a medical center concerning a leaking additive cassette. Perfusionist said it was a "gross" leak, appeared to have a nick in the cassette. This was found during set-up prior to any pt involvement.